Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The following report is only based of the available information in the created cc-notification (history log files), caused the pump, which was involved in the incident, wasn't sent back for an investigation. The available history log files were investigated. On the (B)(6) 2025, the pump was used for two vtbi therapies. At the first therapy a vtbi of 80ml and a time of 30 minutes were set. The infusion was started with a flow rate of 160ml/h. After the vtbi near end alarm occurred, a new vtbi therapy was configurated. In total 76.98ml were infused. The parameters of 100ml for vtbi and the time 20 minutes were set. The therapy was started with a flow rate of 300ml/h. After the vtbi near end alarm occurred, the therapy was stopped. In total 166.37ml were infused with both therapies. The pump was turned off. A malfunction could not be identified. The defect could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "incorrect delivery of the drug.".